Manufacturer narrative:
(B)(4). This follow-up report is being submitted, to relay additional information. If any further information is found, which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported, that a patient underwent a left hip procedure. Approximately, nine days post implantation for pain and instability. All of the items were removed and replaced. Attempts have been made. And no further information is available.

Event description:
It was reported that a patient underwent a left hip procedure approximately nine days post implantation for unknown reasons. All of the items were removed and replaced. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2024-01007, 0001825034-2024-00818, 0001825034-2024-00819. D10: cat #: 00625006530 / bone scr 6.5x30 self-tap / lot #: j7607604. Cat #: 010000661 / g7 pps ltd acet shell 48c / lot #: j362795. Cat #: 51-107090 / tprlc 133 mp type1 pps ho 9.0 / lot #: 7498707. Cat #: 650-1067 / cer option type 1 tpr sleve +3 / lot #: 3141011. Cat #: 650-1056 / cer bioloxd option hd 32mm / lot #: 3165601. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4; b5; g3; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The complaint could not be confirmed. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.